Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that when the asymptomatic patient presented in-clinic for a follow-up, another instance of post-paced t-wave oversensing was observed on a stored egm. Additional programming changes were made. The patient will continue to be monitored.

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via stored egms. Programming changes were made and the device remains implanted. The patient is doing well and is continued to be monitored remotely.